Event description:
The pump was returned for investigation. Investigation revealed a torn keypad cover over the ok button. All of the keypad buttons were found to be intermittently responsive. The keypad cover was removed and contamination was found under all button contacts. The battery compartment was also found to be cracked at the threads, along the side of the threads and along the case seal. The text on the display screen was found to be dim and pink. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on 05/21/2015.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 05/21/2015 with the following findings: the battery cap was not returned; therefore, a test battery cap was used to completed investigation. Investigation revealed a torn keypad cover over the ok button. All of the keypad buttons were found to be intermittently responsive. The keypad cover was removed and contamination was found under all button contacts. The battery compartment was also found to be cracked at the threads, along the side of the threads and along the case seal. The text on the display screen was found to be dim and pink. (B)(6)